Event description:
Customer states she accidentally jumped into the swimming pool with the insulin pump attached. She states the screen shows water moisture and she is having trouble with the buttons, also, there is a small crack to the reservoir. Customer's blood glucose is 115 mg/dl. After troubleshooting it was advised that pump would need to be replaced and to revert to back-up plan per health care provider. No further information was provided.